Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that low sensing was noted. When repositioning was unsuccessful the lead was explanted and replaced. Patient condition was fine after event.